Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a burning sensation at the evoke closed loop stimulator (cls) implant site. The reported symptom was present when the evoke scs was turned off. Reprogramming was performed and topical pain patches were prescribed to resolve the reported event.